Manufacturer narrative:
There are no indications that this problem is related to the product used. Information on patient status after removal of the implant is not available. This event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information a patient received an ankylose c/x implant, b11/d4.5/l11 in position 14 (fdi 26) on (B)(6) 2020. The implant was left to heal submucosally. The implant has, according to the dentist, lost osseointegration and migrated into the maxillary sinus. Removal of the implant was performed on (B)(6) 2020. Preoperative augmentation and bone condensing was done. The reason for the displacement of the implant into the sinus cavity cannot be clearly determined with the available information.